Event description:
The patient via a manufacturer representative reported that their implantable neurostimulator (ins) was turning off by itself. These issues had been occurring since 2015. The ins had turned off when the patient was walking in (B)(6), when they were sitting at a football game and a helicopter flew over, and arbitrarily in other instances. Adaptive stimulation was not turned on at the time of the report. The patient turned off adaptive stimulation at some point after their ins started turning off on its own. It was noted that the ins had turned off on (B)(6) 2016 but the device diary didn't show that the stimulation had been turned off at any point during the recorded time period. The patient had checked their ins with their patient programmer and looked for the lightning bolt symbol and confirmed that the stimulation was turning itself off when it should be on. The patient was going to monitor the therapy and keep a log of the issues. The patient was implanted for spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.